Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No motor error alarm or motor position encoder error during testing noted. The motor was tested outside the device and passed. The test reservoir was able to lock in place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump alarmed motor error during bolus and a motor position encoder error. No harm requiring medical intervention was reported. Customer was disconnected. Customer stated that insulin was not exposed to moisture. Customer stated that drive support cap was normal. Customer stated that insulin pump was not exposed to high magnetic field. The insulin pump will be returned for analysis.